Event description:
It was reported that during a ptca procedure, a stent dislodgement occurred. The liberte monorail delivery system was unable to cross the lesion. When withdrawing it back into the guide, the stent came off of the delivery device. "The wire of the stent was caught up on the wire from the filter. " the stent was retrieved with a snare and another stent was successfully placed. There were no patient complications, and patient status was reported as "okay."

Manufacturer narrative:
The facility has confirmed that this device has been disposed of; therefore, no direct product analysis can be completed. The complaint source confirmed that the product had been disposed. The liberte bare instructions for use (dfu) clearly states; "stent system removal". If unusual resistance is felt at any time during lesion access before stent implantation, the stent system and the guide catheter should be removed as a single unit. Do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgement from the balloon may occur. The root cause of the stent dislodgment can be attributed to not following the stent removal directions in the dfu. The manufacturing records for top assembly batch 9327584 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.